Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 320-38-00 - equinoxe reverse 38mm humeral liner +0, (B)(6), 531-20-00 - shldr gps rvrs drill kit, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 531-78-20 - shouldr gps hex pins kit, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, (B)(6), 320-15-01 - eq rev glenoid plate, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm.

Event description:
As reported, approximately 2 years and 5 months post the initial left reverse total shoulder arthroplasty, the patient was revised due to instability. The patient's posterior glenoid had bone that was interfering with external rotation and the bone was hitting the liner. The adapter tray, glenosphere and liner were exchanged. The surgeon implanted a 42 glenosphere and a +2.5mm liner. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6. H3: the cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU.